Manufacturer narrative:
Medwatch received from the FDA ((B)(4)) on 12/22/2020. It was reported, "three different guide wires kinked and shredded during central line placement." Upon further investigation email received by registered nurse, administrative representative, risk management, (B)(6) hospital, with additional information in regards to this complaint. Reporter states, this incident occurred (B)(6) 2020 during the middle of attempting to place three different guidewires. The reporter states, each guidewire kinked and shredded during the central line placement. Ultimately, a femoral line was placed. Reporter states, no serious injury was reported however, due to the multiple failed attempts made at inserting the central line the procedure was extended as was the time the patient was under sedation. Reporter states, "patient condition declined. She is deceased due to disease process, unrelated to placement of the central line." The sample is not available for return and evaluation. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "three different guide wires kinked and shredded during central line placement."